Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 400 mg/dl. The customer was assisted with trouble shooting and found that the cannula was bent when they removed the sensor. The customer replaced the sensor with a new one and was advised to monitor the device for any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.